Manufacturer narrative:
The lot code provided was invalid, thus limiting further engineering analysis of samples from the same lot.

Event description:
On (B)(6) 2016, a dentist reported that a 3m espe mdi standard o-ball and collar - 1.8 x 13mm (ob-13) implant fractured and was surgically removed using a drill (type of drill was unknown). The fractured implant was one of four implants that had been placed as part of a full denture stabilization in 2009 and was located at tooth site #22. The other three implants are still in place. The dentist was unsure of the cause but informed that the housing did not fit passively. The surgery was performed without complication and current patient status was reported to be fine.